Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and failed an incoming pulse test. The cause for the failure was isolated to the c20, c21, and c22 capacitors on the defibrillator pca. The lugs and pads of the capacitors were lifted from the defibrillator pca. The root cause for the defective c20, c21, and c22 capacitors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile fault).